Event description:
Orthodontist reported that enamel damage down-to-dentin, exposing the root canal, occurred on pt's lower right lateral tooth when he debonded an ormco orthodontics' stainless steel bracket which was bonded with concise orthodntic adhesive. Orthodonist stated that he has used the adhesive and debonding instrument involved in this event for 20 years without mishap. Pt's tooth has been repaired with composite.